Manufacturer narrative:
The field service representative (fsr) performed decontamination, checked the instrument and identified an obstruction in the trigger line. The trigger pump (2500ul pump, bulk solutions) was replaced and considered the likely cause for the issue. A review of the service history for the alinity I serial (B)(4) identified no contributing factors and no subsequent occurrences of discrepant results have been reported since the part was replaced. Device history records were reviewed for the likely cause part and no issues were identified. A review of complaint and trending data for 2500ul pump, bulk solutions identified no issues or trends with regard to discrepant patient results. A review of the alinity I tracking and trending data in the product monitoring review for alinity I/architect I systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = (B)(6). Patient information: no further information was provided.

Event description:
The customer reported false negative high sensitive troponin-I results on the alinity I processing module. The customer indicated all the false negative results show very low rlu values. The customer uses a cutoff of <24 pg/ml. Sample ID (B)(6): <1.5 pg/ml; retest with alternate lot 335.4, 347.3, 389.9 and 397.9 pg/ml, sample ID (B)(6): <1.5 pg/ml; retest with alternate lot 8034 and 80.8 pg/ml, sample ID (B)(6): <1.5 pg/ml; retest with alternate lot 3325.2, 338.7 and 346.9 pg/ml. No impact to patient management was reported.